Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate on two occasions. On (B)(6) 2017, the patient experienced withdrawal symptoms of severe pain, hypersensitivity to smell, agitation and nausea. The patient also reported sleeping more than normal during this time. The pump was refilled with medication on (B)(6) 2017. On (B)(6) 2017, the patient experienced over medication symptoms of nausea, vomiting, lethargy and diaphoresis. The patient experienced weight loss during this event, and went to the emergency room due to high blood pressure. The pump was explanted on (B)(6) 2017 and was not returned.